Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the procedure to "change the lead due to high impedance," the high impedance "was not the lead;" rather, the high impedance was due to the "device block connector." The device was removed and replaced with a new device. No known patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.